Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The calcified lesion being treated was located in an unspecified artery. The physician advanced the 1.5x8mm apex balloon catheter to the lesion and on the second inflation, inflated the balloon to 12 atms and the balloon ruptured. There were no pt complications. The procedure was successfully completed with a different device. Pt status is reported as "good". Add'l info was requested, but not obtained.

Manufacturer narrative:
Device evaluation: the device was disposed of by the hosp; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. A review of the mfg record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.